Event description:
The report received from the affiliate indicated that 3.0x13mm cypher would not cross the target lesion and the stent struts at the distal end were flared due to the calcification. Pci was being performed on a 90% de novo lesion in the mid to proximal left anterior descending artery (lad) with moderate vessel tortuosity. The lesion was also heavily calcified. The femoral approach was chosen for the procedure. The target lesion was crossed with a guide wire (runthrough ns). After ivus was conducted, the lesion was pre-dilated with a 2.0x15mm nc sprinter balloon. Then a 3.0x13mm cypher was delivered to the target lesion, but the cypher would not cross the target lesion and the stent struts at the distal end were flared. Therefore, pre-dilation was conducted again from the proximal end of the target lesion and a new 3.0x13mm cypher was implanted at the target lesion. The procedure was finished successfully. There was no patient injury reported. The product will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug eluting stent. The device is available for analysis but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.